Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, side branch stenosis increased. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification classification-iib) and was referred for cardiac catheterization. The 60% stenosed, 32 x 2.75mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation, placement of a 3.00 x 38 mm study stent and post-dilatation with 0% residual stenosis. The patient was discharged the next day on dual antiplatelet therapy. Baseline core lab angiography revealed 0% side branch stenosis in the 2nd diagonal. Post procedure angiography revealed 70% 'branch percent stenosis' in the 2nd diagonal.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).